Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The reported lot number, 87655216, could not be validated as a known synthes lot number for the reported part number. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2016 due to radial prosthesis hardware failure after loosening was noted on an x-ray. There were no symptoms reported by the patient due to the hardware failure. The original surgery for the radial prosthesis implantation was performed on an unknown date. The radial head and stem were removed without incident during the revision surgery and a new curved stem with a larger head were implanted. There was no surgical delay and the surgery successfully completed. This report is 1 of 2 for (B)(4).